Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. On an unreported date, the patient began treatment with unspecified antibiotic injections (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. At the time of this report the patient's pd effluent was clear and the patient had recovered from the event. No additional information is available.